Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient got the surgery due to degeneration of lumbar intervertebral disc. During the surgery,the doctor found the product's head part slipped, he had to replace a new one to complete the surgery. Patient's current status is overall ok.

Manufacturer narrative:
Product analysis:"optical examination did not identify material deformation consistent with misalignment. Unable to replicate customer concern; functional evaluation with a sample mas found the implant able to be fully engaged into the mas head. The implant appears to be capable of performing its intended function."